Event description:
A report was received that the patient was unable to charge the ipg. The physician suspected device malfunction. The patient underwent ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn: (B)(4) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was unable to charge the ipg. The physician suspected device malfunction. The patient underwent ipg replacement procedure. The patient was doing well postoperatively.